Event description:
An endurant bifurcated stent graft system was inserted in a patient for the endovascular treatment of a 47mm diameter abdominal aortic aneurysm. The aortic neck was 21 ¿ 23mm in diameter with a length of 28mm and 35-degree angulation. The vessels had 10 degree of tortuousity and were moderately calcified. It was reported that after the device was delivered to target position the physician tried to deploy the stent graft; however, the gear got stuck and the rear handle could not be withdrawn backwards. The physician commented that the stent graft was normal and that the issue was with the delivery system. The physician removed the device from the patient and replaced it with another one of the same model to complete the procedure successfully. The operation time was extended by 10 minutes due to the replacement. Per the physician the cause of the event is device related. No clinical sequelae were reported and the patient is fine.